Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/47 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A supplemental report will be submitted accordingly upon receipt of additional information. Referenced article: ventricular tachycardia in cardiolaminopathy: characteristics and considerations for device programming. Heart rhythm. 2020; 17: 1704¿1710. Https://doi.org/10.1016/j.hrthm.2020.05.023. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding ventricular tachycardia (vt) in patients with cardiolaminopathy and implantable cardioverter defibrillators (ICD). The article reports patient deaths primarily due to heart failure. There were patients that experienced stroke, heart failure hospitalizations, and inappropriate shocks due to sinus tachycardia during exercise and lead fracture. The status/disposition of the leads and devices is unknown. The other causes of death and device-relatedness to the deaths is unknown. The status/disposition of the leads and devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.